Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the caller stated the ins was about 3/4 full after 2-3 hours of charging the ins never showed full. The patient had 6-8 black coupling boxes. No further information was reported. No patient symptoms were reported.